Manufacturer narrative:
(B)(4).the sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a supply bag fell and disconnected. The lot information was unknown; therefore a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during fill 2 of 5. The patient explained that a supply bag fell and disconnected. Gts had the patient cycle power to clear the error. The patient elected to start over with new supplies and was advised to notify their dialysis nurse. Product surveillance contacted the patient who explained she may have not connected the bags completely. The patient discarded the supplies and did not have the lot information. The patient further explained they were able to continue therapy with the new supplies. No injury or medical intervention was reported.